Event description:
It was reported that a lead impedance measurement below the lower limit was observed. At the follow-up visit, the measurements were in normal range. The patient will be closely monitored. Patient condition was good.

Event description:
New information received notes that the lead was explanted and replaced. Patient condition was good.

Manufacturer narrative:
.